Event description:
Hmp/neostar med technologies. The enclosed report (#1008014) indicates a device which was distributed by horizon med products, inc. But was not mfg by horizon med products, inc. The device is a cook pacemaker corp. Cat number ips-9010, sn 011125. Horzon med products, inc. Has no record of receiving this complaint or the device in question from twin lakes reg med ctr. However, a review of our records does indicate that the device was distributed by hmp. Per the requirements of 21 cfr section 803, we are filing this distributor MDR report and have contacted the MFR. Our internal complaint ref is h0139. If you have any questions or desire add'l info, please do not hesitate to contact me directly at 610-337-1277.